Manufacturer narrative:
Elevated complaint investigation will be initiated. This MDR is being submitted on the basis that alinty m resp-4-plex amplification reagent kit (list 9n79-90) is similar to the alinity m resp-4-plex amplification reagent kit (list 9n79-96) sold in the united states. Ticket does not reference a us list 9n79-96 lot number. The following mdrs are being submitted in association with this observation: 3005248192-2022-01152, 3005248192-2022-01153, 3005248192-2022-01154, 3005248192-2022-01155, 3005248192-2022-01156, 3005248192-2022-01157, 3005248192-2022-01158, 3005248192-2022-01159, 3005248192-2022-01160, 3005248192-2022-01161, 3005248192-2022-01162, 3005248192-2022-01163, 3005248192-2022-01164, 3005248192-2022-01165, 3005248192-2022-01166, 3005248192-2022-01167, 3005248192-2022-01168, 3005248192-2022-01169, 3005248192-2022-01170, 3005248192-2022-01171, 3005248192-2022-01172, 3005248192-2022-01173, 3005248192-2022-01174, 3005248192-2022-01175, 3005248192-2022-01176, 3005248192-2022-01177, 3005248192-2022-01178, 3005248192-2022-01179, 3005248192-2022-01180, and 3005248192-2022-01181.

Event description:
The customer reported 105 false positives on the alinity m resp-4-plex assay. There were 66 false positives for the rsv target, 16 false positives for the flu b target, and 23 false positives for both rsv and flu b. The samples were tested between (B)(6) 2022 and (B)(6) 2022. See table below for details. All samples were retested using a different technology and were negative. The customer reported all samples as negative. There was no impact to patient management. Sample ID, test date, target: (B)(6). This incident is being reported to FDA because the incident occurred in spain using the alinity m resp-4-plex assay, list number 9n79-90, which is the same/ similar to the alinity m resp-4-plex assay, list number 9n79-96, which received FDA eua approval. The additional run dates associated with the 105 sids will be reported under additional mdrs.

Manufacturer narrative:
The elevated complaint investigation confirmed that this complaint is the same event identified in a nonconformance for an increase in weak/late rsv and/or flu b positives observed on specific lots of the alinity m resp-4-plex assay (list 09n79-090 and 09n79-096) resulting in false positive and negative control reactive samples. Technical product support testing indicates there has been an increase in false positive rate for the flu b and rsv targets, with several lots exceeding the product requirement of "for the negative panel members, 98% or greater of replicates shall report a negative result for flu a, flu b, rsv, and sars-cov-2 (negative rate greater than or equal to 98%)" per alinity m resp-4-plex assay product requirements for rsv and flu b. This study also demonstrates no significant impact to sars-cov-2 or flu a targets. For these specific lots of alinity m resp-4-plex assay (list 09n79-090 and 09n79-096), a product deficiency was identified. Additional quality control mitigations have been put in place to prevent reoccurrence. All subsequent lots of alinity m resp-4-plex amp kits are not impacted. Urgent field safety notice / field correction recall (fa-am-nov2022-283) was issued on november 22, 2022 to address this issue. This action was communicated to the FDA on november 22, 2022 (3005248192-11/22/22-006-r). The following mdrs were also reported as related to fa-am-nov2022-283: 3005248192-2022-00709 follow up report 1. 3005248192-2022-00744 follow up report 1. 3005248192-2022-00765 follow up report 1. 3005248192-2022-00796 follow up report 1. 3005248192-2022-01095. 3005248192-2022-01096. 3005248192-2022-01097. 3005248192-2022-01098. 3005248192-2022-01099. 3005248192-2022-01100. 3005248192-2022-01101. 3005248192-2022-01102. 3005248192-2022-01103. 3005248192-2022-01104. 3005248192-2022-00716 follow up 01. 3005248192-2022-00791 follow up 01. 3005248192-2022-00735 follow up 01. 3005248192-2022-00705 follow up 01. 3005248192-2022-01123. 3005248192-2022-01124. 3005248192-2022-01125. 3005248192-2022-00752 follow up 01. 3005248192-2022-00753 follow up 01. 3005248192-2022-00743 follow up 01. 3005248192-2022-00719 follow up 01. 3005248192-2022-00978 follow up 01. 3005248192-2022-00979 follow up 01. 3005248192-2022-00980 follow up 01. 3005248192-2022-00937 follow up 01. 3005248192-2022-01017 follow up 01. 3005248192-2022-01018 follow up 01. 3005248192-2022-01148. 3005248192-2022-00934 follow up report 1. 3005248192-2022-00942 follow up report 1. 3005248192-2022-00943 follow up report 1. 3005248192-2022-00944 follow up report 1. 3005248192-2022-00945 follow up report 1. 3005248192-2022-00946 follow up report 1. 3005248192-2022-00920 follow up report 1. 3005248192-2022-00921 follow up report 1. 3005248192-2022-00922 follow up report 1. 3005248192-2022-00923 follow up report 1. 3005248192-2022-00924 follow up report 1. 3005248192-2022-00925 follow up report 1. 3005248192-2022-00926 follow up report 1. 3005248192-2022-00927 follow up report 1. 3005248192-2022-00928 follow up report 1. 3005248192-2022-00929 follow up report 1. 3005248192-2022-00930 follow up report 1. 3005248192-2022-00931 follow up report 1. 3005248192-2022-01198. 3005248192-2022-01199. 3005248192-2022-01200. 3005248192-2022-00707 follow up report 1. 3005248192-2022-00757 follow up report 1. 3005248192-2022-00718 follow up report 1. 3005248192-2022-00964 follow up report 1. 3005248192-2022-00965 follow up report 1. 3005248192-2022-00966 follow up report 1. 3005248192-2022-00967 follow up report 1. 3005248192-2022-00968 follow up report 1. 3005248192-2022-00969 follow up report 1. 3005248192-2022-00970 follow up report 1. 3005248192-2022-00971 follow up report 1. 3005248192-2022-00798 follow up 01. 3005248192-2022-01206. 3005248192-2022-00800 follow up report 1. 3005248192-2022-00801 follow up report 1. 3005248192-2022-00742 follow up report 1. 3005248192-2022-00883 follow up report 1. 3005248192-2022-00884 follow up report 1. 3005248192-2022-00885 follow up report 1. 3005248192-2022-00886 follow up report 1. 3005248192-2022-00887 follow up report 1. 3005248192-2022-00888 follow up report 1. 3005248192-2022-00889 follow up report 1. 3005248192-2022-00890 follow up report 1. 3005248192-2022-00891 follow up report 1. 3005248192-2022-00892 follow up report 1. 3005248192-2022-00893 follow up report 1. 3005248192-2022-00894 follow up report 1. 3005248192-2022-00895 follow up report 1. 3005248192-2022-01207. 3005248192-2022-01223. 3005248192-2022-00899 follow up report 1. 3005248192-2022-01239. 3005248192-2022-01241. 3005248192-2022-00878 follow up 01. 3005248192-2022-00879 follow up 01. 3005248192-2022-00880 follow up 01. 3005248192-2022-00881 follow up 01. 3005248192-2022-00882 follow up 01. 3005248192-2022-00907 follow up 01. 3005248192-2022-00908 follow up 01. 3005248192-2022-00909 follow up 01. 3005248192-2022-00910 follow up 01. 3005248192-2022-00911 follow up 01. 3005248192-2022-00794 follow up 03. 3005248192-2022-00804 follow up 01. 3005248192-2022-00912 follow up 01. 3005248192-2022-00913 follow up 01. 3005248192-2022-00810 follow up 03. 3005248192-2022-00811 follow up 02. 3005248192-2022-00812 follow up 02. 3005248192-2022-00813 follow up 01. 3005248192-2022-00816 follow up 01. 3005248192-2022-00817 follow up 01. 3005248192-2022-00818 follow up 01. 3005248192-2023-00002. 3005248192-2023-00005. 3005248192-2022-00823 follow up 01. 3005248192-2022-00824 follow up 01. 3005248192-2022-00825 follow up 01. 3005248192-2022-00826 follow up 01. 3005248192-2022-00827 follow up 01. 3005248192-2022-00828 follow up 01. 3005248192-2022-00830 follow up 01. 3005248192-2022-00831 follow up 01. 3005248192-2022-00833 follow up 01. 3005248192-2022-01022 follow up 01. 3005248192-2022-01023 follow up 01.. 3005248192-2022-01024 follow up 01. 3005248192-2022-00835 follow up 01. 3005248192-2022-01025 follow up 01.. 3005248192-2022-01026 follow up 01. 3005248192-2022-01027 follow up 01. 3005248192-2022-00837 follow up 01. 3005248192-2022-00839 follow up 01. 3005248192-2022-00840 follow up 01. 3005248192-2022-00842 follow up 01. 3005248192-2022-00843 follow up 01. 3005248192-2023-00006. 3005248192-2022-00844 follow up 01. 3005248192-2023-00007. 3005248192-2022-00846 follow up 01. 3005248192-2022-00847 follow up 01. 3005248192-2022-00848 follow up 01. 3005248192-2022-00849 follow up 01. 3005248192-2022-00851 follow up 01. 3005248192-2022-00852 follow up 01. 3005248192-2022-00853 follow up 01. 3005248192-2022-00855 follow up 01.. 3005248192-2022-00856 follow up 01. 3005248192-2022-00862 follow up 01. 3005248192-2022-00866 follow up 01. 3005248192-2022-00869 follow up 01. 3005248192-2022-00870 follow up 01. 3005248192-2022-00875 follow up 01. 3005248192-2022-00877 follow up 01. 3005248192-2022-01108 follow up 01. 3005248192-2022-01119 follow up 01.. 3005248192-2022-01120 follow up 01. 3005248192-2022-01121 follow up 01. 3005248192-2022-01122 follow up 01. 3005248192-2022-00983 follow up report 1. 3005248192-2022-00955 follow up report 1. 3005248192-2022-01111 follow up 01. 3005248192-2022-01112 follow up 01. 3005248192-2022-01113 follow up 01. 3005248192-2022-01114 follow up 01.. 3005248192-2022-01064 follow up 01. 3005248192-2022-01065 follow up 01. 3005248192-2022-01066 follow up 01.. 3005248192-2022-01030 follow up 01. 3005248192-2022-01031 follow up 01. 3005248192-2022-01032 follow up 01.. 3005248192-2022-01033 follow up 01. 3005248192-2022-01034 follow up 01. 3005248192-2022-01035 follow up 01. 3005248192-2022-01036 follow up 01. 3005248192-2023-00014. 3005248192-2023-00015. 3005248192-2022-01019 follow up 01. 3005248192-2022-01028 follow up 01. 3005248192-2022-01115 follow up 01. 3005248192-2022-01116 follow up 01. 3005248192-2022-01117 follow up 01. 3005248192-2022-01118 follow up 01.. 3005248192-2022-01128 follow up 01. 3005248192-2022-01129 follow up 01. 3005248192-2022-01139 follow up 01. 3005248192-2022-01140 follow up 01. 3005248192-2022-01141 follow up 01. 3005248192-2022-01143 follow up 01. 3005248192-2022-01144 follow up 01. 3005248192-2022-01145 follow up 01. 3005248192-2022-01146 follow up 01. 3005248192-2022-01147 follow up 01. 3005248192-2022-01057 follow up 01. 3005248192-2022-01058 follow up 01.. 3005248192-2022-01059 follow up 01. 3005248192-2022-01060 follow up 01. 3005248192-2022-01061 follow up 01. 3005248192-2022-01062 follow up 01. 3005248192-2022-01079 follow up 01. 3005248192-2022-01080 follow up 01. 3005248192-2022-01081 follow up 01. 3005248192-2022-01082 follow up 01.. 3005248192-2022-01083 follow up 01. 3005248192-2022-01084 follow up 01.. 3005248192-2022-01086 follow up 01. 3005248192-2022-01087 follow up 01. 3005248192-2022-01251 follow up 01.. 3005248192-2022-01201 follow up 01.. 3005248192-2022-01202 follow up 01.. 3005248192-2022-01203 follow up 01. 3005248192-2022-01204 follow up 01. 3005248192-2022-01205 follow up 01.. 3005248192-2022-01252 follow up 01. 3005248192-2022-01253 follow up 01. 3005248192-2022-01054 follow up 01.. 3005248192-2022-01209 follow up 01. 3005248192-2022-01210 follow up 01. 3005248192-2022-01211 follow up 01. 3005248192-2022-01212 follow up 01. 3005248192-2022-01213 follow up 01. 3005248192-2022-01214 follow up 01. 3005248192-2022-01215 follow up 01.. 3005248192-2022-01216 follow up 01. 3005248192-2022-01217 follow up 01. 3005248192-2022-01218 follow up 01. 3005248192-2022-01219 follow up 01. 3005248192-2022-01037 follow up 01. 3005248192-2022-01038 follow up 01.. 3005248192-2022-01039 follow up 01. 3005248192-2022-01040 follow up 01. 3005248192-2022-01041 follow up 01.. 3005248192-2023-00082. 3005248192-2022-01152 follow up report 1. 3005248192-2022-01153 follow up report 1. 3005248192-2022-01154 follow up report 1.. 3005248192-2022-01155 follow up report 1. 3005248192-2022-01156 follow up report 1. 3005248192-2022-01157 follow up report 1.. 3005248192-2022-01158 follow up report 1. 3005248192-2022-01159 follow up report 1. 3005248192-2022-01160 follow up report 1. 3005248192-2022-01161 follow up report 1.. 3005248192-2022-01162 follow up report 1. 3005248192-2022-01163 follow up report 1. 3005248192-2022-01164 follow up report 1. 3005248192-2022-01165 follow up report 1. 3005248192-2022-01166 follow up report 1.. 3005248192-2022-01167 follow up report 1. 3005248192-2022-01168 follow up report 1. 3005248192-2022-01169 follow up report 1. 3005248192-2022-01170 follow up report 1. 3005248192-2022-01171 follow up report 1. 3005248192-2022-01172 follow up report 1.. 3005248192-2022-01173 follow up report 1. 3005248192-2022-01174 follow up report 1. 3005248192-2022-01175 follow up report 1. 3005248192-2022-01176 follow up report 1. 3005248192-2022-01177 follow up report 1.. 3005248192-2022-01178 follow up report 1. 3005248192-2022-01179 follow up report 1. 3005248192-2022-01180 follow up report 1. 3005248192-2022-01181 follow up report 1.